Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 implant procedure for 65-year-old male patient had to be aborted due to abnormal vessel anatomy. The impella could not pass through the vessel and was only inserted into the graft. The physician switched to lvad (the left ventricular assist device) and rvad (the right ventricular assist device) combination. The physician noted a spontaneous unseen dissection in the aorta, not related to impella device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Manufacturer narrative:
The investigation into the delivery issues has been completed. Abiomed products were not returned for evaluation. Per the clinical review: the root cause of the delivery issue was most likely patient condition related, the impella implant had to be aborted due to abnormal vessel anatomy. F6 and f8 should have been blank. D4 corrected model number. H6 health impact code added, omitted in the initial. G1 manufacturing site name and address corrected.